Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator in which fio2 (fraction of inspired oxygen) is out of specification and that the solenoid manifold is leaking. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10:a third party service technician evaluated the ventilator and found that the fi02 is out of specification and that the solenoid manifold was leaking. As a resolution,the flow valve,oxygen blender and solenoid manifold were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.